Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient's recharger (rtm) cord will not connect with ins to begin charging. The caller stated that the patient's controller can successfully communicate with her ins without the rtm and stated that the ins battery has a charge. They had a no device found (screen 16). They were getting the no device found screen despite pressing "try again" and stated that the patient had the rtm positioned directly over the ins. Patient services walked the caller through the passive recharge mode on the call. They initially stated that the patient was getting 0 (low), 100 (middle) and 100 (high) numbers, but later stated the numbers changed to all zeros despite having the rtm directly over the ins. Caller stated that the numbers did not change from zeros and eventually caller discontinued the passive recharge mode. They noted that "over the last month" the rtm has been "getting very warm". Caller further stated the when attempting to recharge it was "really hot" at the point where the rtm cord connects to the paddle part of the rtm. They mentioned that over the last year the rtm had not been warm, so this has been a change that occurred recently. They confirmed there has been no injury to their skin and stated that the they would discontinue charging when the rtm got too warm. No medical or therapy problem was associated. No out of box failure was reported. No symptoms were reported. No further allegations/complications were reported.

Manufacturer narrative:
Concomitant medical product: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed there was a recharge antenna failure, no device found message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.